Manufacturer narrative:
This report is filed august 18, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to improper placement of the electrode array. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.